Manufacturer narrative:
Evaluation: the product was not returned. Product history records were reviewed and the documentation indicted the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. There are no other complaints in this lot. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing blurry vision, unable to read, unable to see distances or near and feels the lens "didn't work." The patient stated the lens was exchanged for a different model lens with the same diopter. The patient is experiencing reduced symptoms after exchange. This is one of two manufacturer device reports associated with these events. This report is for the right eye.